Event description:
It was reported that this patient has received multiple inappropriate shocks due to oversensing of signal amplitudes. There are concerns for possible device movement. There were discussions of a possible system upgrade to a transvenous system but at this time the patient was discharged with the device still in service. No adverse events.